Event description:
During a laparascopic nephrectomy an endo gia universal autosuture handpiece misfired. A second endo gia was opened and that handpiece also misfired. The patient was emerently opened for bleeding and repair of the renal vein.